Event description:
A report was received that the patient was given lidoderm patches due to a knot in the center of her back near the lead incision site. The physician believes that it was the suture sleeve and scar tissue.